Manufacturer narrative:
Additional information was received that the entire lead was removed from the patient.

Event description:
A report was received that during the trial implant procedure the lead broke. A new lead was implanted.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during the trial implant procedure the lead broke. A new lead was implanted.